Manufacturer narrative:
G2: foreign country - france. Review of the most recent repair record determined the motor was corroded and the speed was unstable. The needle bearing was also worn. The motor and needle bearing were replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.

Manufacturer narrative:
Following sections were updated or corrected :a3, b4, b3, b5, d2, g1, g3, g6, h1, h2 and h6 if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The event timing was during surgery and there was a 16-30 minute delay.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that device stop to function intermittently. There was no harm or delay reported. No adverse events were reported as a result of this malfunction. Diligence is in process and to date no additional information has come in.